Manufacturer narrative:
Product event summary: analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that at the initial implant procedure during dfts (defibrillation threshold) testing the device stopped sensing and the egm (electrogram) on both the a (atrial) and v (ventricle) channel were flat. It was noted that during the dfts the patient had to be externally defibrillated. The device was removed and a new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the device was returned and analyzed. Preliminary analysis confirmed the no atrial and ventricular sensing with zero ohms lead impedance at a particular sensitivity amplitude. The hybrid was removed from the device for further analysis, with the lead impedance failure observed at the hybrid level as well. The failure¿s dependence on the sensitivity amplitude was evidence that the failure mechanism was within a particular sensing integrated circuit (ic). Since the ic is assembled into the stacked chip scale package (scsp), the scsp was removed from the hybrid and evaluated. Lead impedance measurements at the scsp level exhibited the same failure signature. The ic was then extracted from the scsp and evaluated. The lead impedance measurements showed nominal values for all levels of sensitivity. The analysis was terminated since the failure was not in the ic and could not be reestablished. The cause of the reported failure was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.